Manufacturer narrative:
Pump was received with a discharged energizer alkaline battery installed. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to being sick and vomiting. The cause of death was diabetic ketoacidosis. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 1000 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 24 hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis but declined pump upload.